Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. (B)(6) was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. This IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient¿s cause of death was triggered by renal failure which then led to the family withdrawing support of the device. The device was not explanted and was disposed of burial of patient. The cause of the reported low flow alarms is unknown at this point as it was at an outside hospital who reported and no records at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Prior to expiration, the patient was experiencing frequent low flow alarms and shortness of breath (sob). The patient presented to the emergency department (ed) for continued management on (B)(6) 2021. The patient was admitted and continued having worsening kidney issues until the patient passed from suspected renal failure. No additional information provided.